Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.

Event description:
It was reported the patient received the following results within 15 minutes: 439 mg/dl, 152 mg/dl, 138 mg/dl, and 197 mg/dl.